Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was positioned in the laa. However, the hemostasis valve began to leak and they were unable to stop the bleeding even after using forward pressure to push in and tighten the hemostasis valve. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status if fine.